Event description:
It was reported that the atrial lead dislodged. The lead was repositioned successfully on (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.